Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of 531 mg/dl and noticed the luer connection was occluded; pump did not trigger an occlusion error. No e4 (occlusion) error message found in pump history. Caller was able to self-treat. No adverse event reported. Infusion set has been disposed of. Requested return of the alleged device for evaluation.